Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed the error code e333. The issue occurred during preparation for use in an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected fields: g2 ("company representative" should not be selected as there is no mention of any olympus employee involved on site or as a reporter/contact), h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, as reproduction of the phenomenon was not confirmed at the device inspection, occurrence cause could not be presumed. Olympus will continue to monitor field performance for this device.